Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing when the right atrial (ra) lead was inserted into the header of the device. Review of evidence submitted by the field indicated that the noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. There was no pauses in pacing or asystole noted. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.